Event description:
It was reported that a device was used during an laparoscopic cholecystectomy. The outer gasket of device housing was cut and a piece fell into pt after use with a competitor's device. The piece of gasket was recovered.